Event description:
Additional information received that indicated the patient's right ventricular (rv) lead was dislodged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the emergency room (ER). The patient's right ventricular (rv) lead had loss of capture, r-wave amplitude variation, and low pacing impedance. Patient felt some discomfort. The rv lead was explanted and replaced. The patient was stable throughout procedure.